Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the returned unit, it was observed that the device would unintentionally deliver rf energy due to the fuse switch being misaligned. Therefore, the complainant¿s experience of generator alarm was confirmed. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as unintended rf output could contribute to death or serious injury.

Event description:
Procedure performed: open pancreatectomy. Event description: it was being used for dissection and sealing vessels and tissues. At the beginning of the procedure, after a few activations ( 15 or so ) the fusion button got stuck, and the handpiece stopped working. In the generator´s screen was the message " check for stuck button " intervention: the or staff replaced our handpiece for a competitor´s one. Patient status: no patient harm.